Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that non-sustained lead noise and vt episodes due to oversensing were observed. Lead damage was suspected. The lead was capped. The patient was fine after the event.